Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg would not hold a charge and was non-functional. The patient will undergo an ipg replacement procedure. Device malfunction was suspected

Event description:
A report was received that the patients ipg would not hold a charge and was non-functional. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.